Event description:
It was reported the patient¿s tracking device anklet was affecting the patient¿s stimulator. It was noted the stimulator was taking longer to recharge. It was reported the recharging statistics made it seem like an education or understanding issue rather than a charging issue. It was noted the patient had a shocking or jolting sensation when using the programmer since receiving the anklet. It was reported the programmer was going through batteries much more quickly since having the anklet. It was noted the patient lived next to a huge electric power plant. It was reported the manufacturer representative reprogrammed the stimulator and impedances were within normal limits. It was reported the manufacturer representative had not heard from the patient since reprogramming. It was noted the patient was pleased with the new programs and was able to adjust stimulation without difficulty.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that ¿three to four weeks¿ prior to (B)(6) 2014 the manufacturer representative reprogrammed the device. The patient stated that the manufacturer representative told him that he might be sore the next day from programming. The patient noted that he was and ¿was cranking the machine up higher and realized the night before last this could be causing problems.¿

Manufacturer narrative:
(B)(4).